Event description:
It was reported that bd education prior to full-service implementation, the syringe module was noted to intermittently not recognize a 3ml syringe and only populate the 1ml syringe size. Multiple bd syringes were attempted by the end user and bd clinical consultant with no change in outcome. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: manufacturing location. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the syringe pump module intermittently not recognized a 3 ml syringe was confirmed and replicated during the investigation. Syringe detection was performed for both suspect syringe modules and the reported issue was replicated. The test showed both syringe modules intermittently not recognizing the installed 3 ml bd syringe. A barrel clamp accuracy test was performed and both suspect syringe modules were working as expected. The diameter value was observed within specification. A barrel clamp calibration test was performed, and barrel clamp accuracy test was performed. Results showed both syringe modules values closer to nominal value. A syringe detection test was performed for both suspect syringe modules. The test showed both syringe modules recognizing the installed 3 ml bd syringe as expected. No errors were observed during testing. A review of the suspect syringe modules error logs was performed, and no errors or anomalies were noted on the reported event date. A log review was performed with the limited information contained in the syringe modules event logs. The syringe modules event logs do not contain key press information, volume infused, and programming parameters. Suspect syringe module s/n (B)(6): on (B)(6) 2025 at 10:13 am an infusion was programmed and started at a rate of 5 ml/hr and volume to be infused (vtbi) of 10.2 ml; a bd 30 ml syringe was selected. At 10:18 am the unit was channeled off. Between 10:19 am and 10:20 am the line was primed two (2) times, and an infusion was started at a rate of 0.5 ml/hr and vtbi of 13.6 ml, a bd 30 ml syringe was selected. At 10:26 am the unit was channeled off. Suspect syringe module s/n (B)(6): on (B)(6) 2025 at 6:12 am an infusion was programmed and started at a rate of 5 ml/hr and vtbi of 14.3 ml, a bd 30 ml syringe was selected. The unit was channeled off at 6:18 am. Between 6:19 am and 6:21 am the line was primed, and an infusion started at a rate of 0.5 ml/hr and vtbi of 13.6 ml, a bd 30 ml syringe was selected. The unit was channeled off at 6:24 am. Between 6:25 am and 6:27 am a bd 3 ml syringe was selected and an infusion started at a rate of 12 ml/hr and vtbi of 2 ml. The unit was channeled off. At 6:29 am a bd 10 ml syringe was selected and an infusion started at a rate of 12 ml/hr and vtbi of 2 ml. The unit was channeled off and the system was powered off at 6:33 am. At 7:58 am a bd 30 ml syringe was selected and an infusion started at a rate of 5 ml/hr and vtbi of 12 ml. Between 8:04 pm and 8:14 pm a syringe selection was performed three (3) times, the first one a bd 30 ml syringe was selected, the second one a bd 1 ml syringe was selected and the last one a bd 10 ml syringe was selected. The unit was channeled off. At 2:14 pm a bd 30 ml syringe was selected and an infusion started at a rate of 5 ml/hr and vtbi of 24.1 ml. The unit was channeled off at 2:22 pm. At 2:24 pm a bd 30 ml syringe was selected, the line was primed two (2) times, and an infusion started at a rate of 0.5 ml/hr and vtbi of 27.3 ml. Between 2:26 pm and 2:28 pm an infusion started at a rate of 1 ml/hr and vtbi of 26.7889 ml. The infusion was reprogrammed to a rate of 0.5 ml/hr and vtbi of 27.271 ml. The unit was channeled off. Between 2:29 pm and 2:35 pm the syringe module alarmed for "check syringe". A bd 1 ml syringe was selected and an infusion started at a rate of 3.96 ml/hr and vtbi of 0.66 ml. The infusion was paused and the syringe module alarmed for ¿check syringe¿. A bd 10 ml syringe was selected, and the unit was channeled off. At 6:21 pm a monoject 35 ml syringe was selected and an infusion started at a rate of 20 ml/hr and vtbi of 20 ml. Between 6:29 pm and 6:31 pm the syringe module alarmed for "check syringe". A bd 30 ml syringe was selected and an infusion started at a rate of 0.25 ml/hr and vtbi of 21.75 ml. An infusion started at a rate of 0.5 ml/hr and vtbi of 21.4988 ml. Between 6:32 pm and 6:39 pm the unit was channeled off. A bd 1 ml syringe and an infusion started at a rate of 5.46 ml/hr and vtbi of 0.91 ml. The infusion was paused and the syringe module alarmed for "check syringe". A bd 10 ml syringe was selected and an infusion started at a rate of 5.46 ml/hr and vtbi of 1.7 ml. The unit was channeled off and the system was powered off. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual (v12.3.1) states not to use a device with any damage. Send to biomedical engineering for repair. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the devices were disassembled for this investigation. Please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any third-party parts found. Root cause: the root cause of the reported concern is being attributed to a calibration issue. Recalibration of the device successfully corrected the observed condition where 3 ml syringes were not being properly recognized. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that bd education prior to full-service implementation, the syringe module was noted to intermittently not recognize a 3ml syringe and only populate the 1ml syringe size. Multiple bd syringes were attempted by the end user and bd clinical consultant with no change in outcome. There was no patient involvement.